Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a burning open skin irritation on their back under the therapy electrodes. The patient reported that their doctor advised them to remove the vest until the rash cleared up. The patient reported that their doctor prescribed a cream. The patient's rash did not improve. The patient ended use of the device. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.